Event description:
Kimberly-clark received a report stating the patient originally had a mic-j tube placed in (B)(6) 2014 and the device remained in use until (B)(6) 2014. The tube port cracked from the port site down to the balloon, the part that connects to the extension set broke apart into pieces. This caused feeding and bile to leak out all over the patient. The stoma was kept open by using a gastrostomy tube the mom had on hand. The patient was taken to the hospital and admitted for three to four days at that time. While in the hospital the patient's diagnosis code during hospitalization was "faulty equipment". Another gastrostomy tube was placed in (B)(6) 2014. On (B)(6) 2014 the tube port cracked. The patient was admitted into the hospital for tube reinsertion. The patient stayed in the hospital for one day. The patient's mom is concerned because the patient has complex medical needs that require 24-hour continuous feeding with multiple daily medications and had to be admitted to hospital on two occasions. On both hospital admissions the patient required sedation to have the feeding tube reinserted, and patient does not tolerate sedation. The first event for this complaint is referenced in MDR 9611594 -2014-00093.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).